Event description:
Same case as: 2134265-2014-04388, 2134265-2014-04490 and 2134265-2014-04390. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the unspecified lesion. During preparation, the customer was able to see image of the intended lesion through intravascular ultrasound. However, automatic pullback attempted but failed to start. The procedure was completed using manual pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).